Manufacturer narrative:
The complaint final report overall conclutions were: 1. The review of the DHR (device history record) of lot # elmin0236a indicates that the product was supplied meeting specifications. 2. No deviation of IFU was reported. 3. The results of this investigation indicate that the product was supplied to the customer meeting specifications, and that the reported event can be a consequence of challenging anatomy and of user handling/ technique. 4. No relation was found to medinol's manufacturing processes. 5. The events of this complaint are addressed in the dfmea report # 900170398, and the risk remains low. No new risk was identified. 6. There was no injury to the patient. 7. No corrective action is required for this complaint.

Event description:
Lesion: circumflex elunir perl 3.5 x 8mm stent was opened and advanced toward the lesion; however, it got dislodged in the radial artery. Stent was finally retrieved after 40mins. A stent from other company 3.5x8 was used with no further incidences. Outcome: the patient tolerated the procedure well and remains stable post-procedure on (B)(6) 2026, additional information was received: the physician did not notice any damage prior inserting the stent. It was a complex case with calcified lesion. Resistance was noted while advancing the balloon through the guide catheter over the guide wire.